Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy in january'), post procedural complication ('3 more surgeries since, due to complications') and abdominal hernia repair ('4 th surgery to repair her herniated bowels and bladder') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal hernia repair (seriousness criterion medically significant) and experienced post procedural complication (seriousness criterion medically significant). The patient was treated with surgery (bladder sling, bladder repair and hysterectomy). Essure was removed. At the time of the report, the medical device removal, post procedural complication and abdominal hernia repair outcome was unknown. The reporter considered abdominal hernia repair, medical device removal and post procedural complication to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, post procedural complication, 4 th surgery to repair her herniated bowels, bladder and bladder sling. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received event " 4 th surgery to repair her herniated bowels and bladder" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy in (b)(6') and post procedural complication ('3 more surgeries sinces, due to complications') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural complication outcome was unknown. The reporter considered medical device removal and post procedural complication to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, post procedural complication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.